Manufacturer narrative:
This report is submitted on 13 july 2020.

Manufacturer narrative:
This report is submitted on may 21, 2020.

Event description:
Per the clinic, the patient experienced an extrusion of the electrode into the external ear canal. The device was explanted on (B)(6) 2020 and the patient was reimplanted with a new device during the same surgery.